Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery. When the patient tried to get up from the bed for the examination, the patient felt the pain in a lumbar. Therefore, the surgeon was confirmed x-ray and CT image. And he found that the blocker popped out(blocker of l2 right, l3 left and l4, l5). The surgeon is monitoring for the patient now. After surgery : using a corset, 2 days stayed in bed. She got out of bed 3 days later. Afterwards, a walker was being used.

Manufacturer narrative:
Method: visual inspections, device history review, complaint history review, risk assessment; result: indentations that would show evidence of contact with a rod were very light in the blocker implying inadequate tightening during the implantation. No relevant manufacturing issues were found that may have contributed to the reported event. According to the risk file, too little torque to blockers may cause construct loosening leading to a revision surgery. Conclusion: lack of proper indentations on the returned blockers indicates that the blockers were not adequately tightened, which is likely the factor that contributed to the early loosening of the blockers.

Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery. When the patient tried to get up from the bed for the examination, the patient felt the pain in a lumbar. Therefore, the surgeon was confirmed x-ray and CT image. And he found that the blocker popped out (blocker of l2 right, l3 left and l4, l5). The surgeon is monitoring for the patient now. After surgery : using a corset, 2 days stayed in bed. She got out of bed 3 days later. Afterwards, a walker was being used.